Event description:
On (B)(6 ) 2012, it was reported that a dcdc=0 was observed for both the normal mode diagnostics and system diagnostics tests. The care giver reported a lack of efficacy, that the patient's seizures were no better and there was no improvement with the magnet. The patient's current settings were output=1.75ma/frequency=20hz/pulse width=130usec/on time=30sec/off time=5min/magnet pulse width=2ma/magnet pulse width=130usec/magnet on time=60sec. The physician could not get a hold of the patient's parents in order to gain approval to change some of the patient's settings. It was later reported that the patient's device had shown a dcdc=0 previously, the physician was not particularly concerned. There was no history of any trauma to the chest or neck and the parents reported that although initially they felt that the device was possibly helpful, they have not seen any long-term sustained benefit. The parents did not feel the vns was of any particular value and disabling the device was under consideration. The date the dcdc=0 was first observed was unknown. The patient has complex resistant epilepsy so it was not possible to say if the lack of responsiveness was a result of the vns or lack of response to the therapy. No further information has been received from the physician to date.

Manufacturer narrative:
.